Event description:
It was reported that "PICC was inserted in asu unit at hospital on (B)(6) 2012. Pt transferred to (B)(6). Staff member for hbac unit found stiffening stylet still in situ on (B)(6). Hbacs staff removed PICC line and reinserted new PICC line.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.